Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary:the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. The analysis of the device memory indicated a lead impedance out of range alert. Atrial impedance steady near 850 ohms throughout entire record, with an exception of 95 ohms the week of (B)(6) 2015. Atrial bipolar lead impedance warning on (B)(6) 2016. (B)(4).

Event description:
It was reported that the patient's lead had low pacing impedance. The lead remains in use. No patient complications have been reported as a result of this event.